Event description:
The patient contacted lifescan alleging that their one touch ultra meter would not power on. The medical affairs specialist attempted to reach the patient by phone and there was no answering machine. A letter was sent to the patient. The patient last tested with the reported meter over one month ago; the result obtained was not provided. They were sweating and "extra thirsty". They did not attempt to test while having symptoms. They received insulin treatment from a medical professional; the specific treatement was not provided. Blood glucose readings obtained by the medical professional were not provided. There is insufficient information to incident that the the patient experience injury or medical intervention due to the product. The customer care representative (ccr) walked the patient through pressing the power button and the meter did not power on. The patient was unable/willing to answer if the test strips were correct. The battery was less than 1 year old and the battery contacts were in good condition. As the meter did not power on whwn the power button was pressed, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.